Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support; however, customer was unable to complete the check at the time of call. Upon follow up, customer reported the issue was resolved and they were able to resume insulin delivery. Customer's blood glucose was 200 mg/dl at time of alarm.